Event description:
It was reported that during a left internal / common carotid artery stenting procedure, in a heavily calcified lesion, after placement of a 9.0x40 mm rx acculink stent, the stent migrated distally, not fully covering the lesion. A second unplanned stent was placed proximally. There was no adverse patient sequela and no clinically significant delay in procedure. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the products because they were not returned for investigation. Stent migration can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, stent size selection or insufficient landing zone. In this case, the lesion site was described as being heavily calcified which may have contributed to the stent moving distally after placement. Overall, a conclusive cause for the reported migration could not be determined. A review of the lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents for stent migration reported for this lot. There is no indication to suggest a product quality deficiency. All acculink stent systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment.